Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, this device exhibited an error code upon interrogation. The observed fault code was indicative of a battery depletion anomaly. It was additionally reported that during the replacement, the chronic non boston scientific, right ventricular (rv) lead exhibited high out of range pace impedance measurements. Both products were removed and replaced. Another boston scientific device and rv lead were implanted with no adverse patient effects of note. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Visual inspection of the header and lead barrels noted no irregularities. All seal plugs were intact and all setscrews moved freely. Pin gage testing was performed and again all measured results were within normal ranges. A review of device memory confirmed the presence of a fault code however no other faults nor resets were identified. The analysis process was able to identify a higher than normal current drain condition but was unable to conclude root cause. Internal circuitry was damaged during the analysis process thus, further root cause testing was unable to be completed.